Manufacturer narrative:
The reported event of device dislodgment was not confirmed. Visual inspection noted the inner helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
During an initial implant procedure, the right atrium (ra) device dislodged from its position during the release phase into the ceiling of the right atrium. The ra device was retrieved and the procedure was ended. The patient was stable.